Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the sureform 60 stapler instrument or reloads involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An isi clinical development engineer (cde) reviewed three images provided for this event and noted the following: the three images appear to be photos taken of a monitor and are a bit blurry. From what could be seen, a number of staples are placed into tissue. There appears to be a minor amount of blood near some of these staple lines, which is consistent with the complaint report. A potential cause of the oozing could not be determined. No video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sub-total gastrectomy procedure, bleeding from staple line(s) were observed after green and white sureform 60 reloads were fired with a sureform 60 stapler instrument. As a result of the bleeding, the surgeon had to use bipolar energy on the affected tissue. In addition, the surgeon sutured the entire staple line to ensure security to the tissues. The cause of the intra-operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
During a da vinci-assisted sub-total gastrectomy procedure, bleeding was observed on the staple line(s) after white and green sureform stapler 60 reload were fired with a sureform 60 stapler instrument. The customer stated that blood would ooze from the staple line(s) on the small intestine and stomach. The surgeon used white reloads on the small intestine and green reloads on the stomach. The surgeon had to use bipolar energy on the affected tissue and sutured the entire staple line to ensure security to the tissues.